Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps, and all cusps were fibrotically thickened. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
This 27 mm sjm trifecta valve was implanted on (B)(6) 2012. The valve was explanted on (B)(6) 2015 due to a cusp tear and replaced with a second 27 mm sjm trifecta valve (s/n: (B)(4)).